Manufacturer narrative:
During testing, constant motor error alarm during rewind due to corroded motor home switch. No further testing could be performed due to motor error alarms. The insulin pump was received with cracked reservoir tube lip, display window, minor scratches on display window, cracked case near display window corners noted during visual display. The insulin pump also had detached end cap. The drive support disk was inspected and no anomaly was noted.

Event description:
It was reported that the customer was hospitalized and in a car accident due to his low blood glucose level. He was the driver in the car accident. The customer estimated his hospitalization was around (B)(6) 2010. The customer's drive support cap was sticking out. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.